Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the interconnect flex and main pcb. Visual inspection revealed no anomalies. After the main pcb and interconnect flex were assembled into an engineering unit, a bench test was performed. This did not reveal any anomalies, the device powered up and operated typically, localized cooling and heating was applied as well as flexing and tapping, the failures seen during repair of the device could not be reproduced. Conclusion: all subassemblies submitted for analysis passed testing.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper case was damaged. It was also noted that the lower case was broken, and the main printed circuit board (pcb) and interconnect flex were out of electrical specification.

Event description:
It was reported the output control has a rough spot around 5 millamp when it is turned. It was also reported the device may have been dropped. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.